Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device found that the dilator was not returned together with the device. The sheath was bent on the distal, middle and proximal section and it was also noted that the sheath was torn where it was bent. Whitened marks was also observed on the component which suggest that it was submitted to tension/bending forces. This failure is likely due to factors or conditions related to the procedure such as; handling and manipulation of the device during unpacking/preparation/testing prior procedure or when they tried to remove the device from its plastic tray, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two navigator hd access sheath used during the same procedure. It was reported to boston scientific corporation that two navigator hd access sheaths were used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the devices were already broken before the package was opened. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. Investigation results revealed that the sheath was torn; therefore, this is now an MDR reportable event.